Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred on 06-02-2022 for transmitter with serial number 8rdu4j. However, transmitter with serial number 8rkylg was returned for evaluation. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed. A review of the share log was performed and signal loss was not found for serial number 8rkylg within the investigation window. The allegation was undetermined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.